Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump fell out of the belt clip and the entire right side of the screen was blank. Customer stated she cannot see the right side of the screen. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and with minor scratches on the display window.